Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with "heaped epithelial cells" in both eyes six weeks following photorefractive keratectomy (prk). The right eye was worse than the left. The pt reported blurred distant vision since prk, "some days better than others", no discomfort but was light sensitive. An epithelial debridement was performed in both eyes, 2mm central, and a bandage contact lens was placed on both eyes. The pt was prescribed an anti infective topical drop four times a day. In a f/u with the optometrist, she indicated the pt was seen on (B)(6) 2014 and the cornea was "smoothing over". The pt reported his vision was improving. There are two medical device deports associated with this event. This report is for the right eye.